Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Contact stated they delivered a manual injection due to the unresponsive touchscreen and customer's blood glucose level became low (45 mg/dl). Customer drank juice to stabilize blood glucose levels. Customer has back up manual injections for continued insulin therapy.